Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a prismaflex m150 set during priming, described as "the blue plastic cap at the blue sampling port of the pipeline flew off". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the cap of the return sample site was disconnected, which was the cause of the leak. The reported condition was verified. The cause of the condition was due to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.